Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver did not pass the system check twice. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no anomalies. Visual inspection of the driver's internal components revealed the retaining ring on the right pilot valve was found to be loose but still intact. The patient file was copied and reviewed, which revealed two system check failures, confirming the customer experience. During investigation testing, the customer-reported system check failures were reproduced. The root cause of the system check failures with respect to flow was a result of debris in the right pilot valve and a loose retaining ring, which resulted in improper function. The root cause of the system check failures with respect to pressure was a malfunction of the right electronic pressure regulator. Syncardia has initiated a corrective action (CAPA) to address the issue of the low or no output pressure in relation to electronic pressure regulators. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with low or no output pressure in relation to electronic pressure regulators. The customer reported issue posed a low risk to a patient because the driver was not supporting a patient at the time of the customer experience. The driver was serviced, which included the replacement of the pilot valve and the right electronic pressure regulator. After component replacements, the driver met all test acceptance criteria before being released to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver did not pass the system check twice. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.